Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and atrial leads had complete loss of capture and noise was observed. It was further reported that there was a confirmed fracture of the rv lead. Both leads were programmed off and remain implanted. A new implantable pulse generator (ipg) system was implanted on the opposite side. No patient complications have been reported as a result of this event.